Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality control (qc) results were within range on the day of the event. The customer further stated that the event occured due to the laboratory operator's collection error, which was corrected by the customer. The customer declined troubleshooting. The cause of the discordant, falsely depressed vanc result on a patient sample was due to the user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained upon repeat testing on a patient sample on a dimension vista 500 instrument. The sample was initially tested and repeated on an alternate dimension vista instrument, resulting higher. The discordant result was reported to the physician(s). The operator reviewed the data from the alternate dimension vista instrument and repeated the sample on both dimension vista instruments, obtaining higher results on both and matching the initial results from the alternate dimension vista instrument. The corrected result obtained on an alternate dimension vista instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.